Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it is embedded and migrated into the wall of my uterus') and device dislocation ('it is embedded and migrated into the wall of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("it is embedded and migrated into the wall of my uterus"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: the doc told me "I need surgery". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus on an unknown date: it's not perforated but it is migrated and embedded so bad that they can't pull it out it will not budge. Concerning the injuries reported in this case, the following one/ones were reported from social media : embedded device, device dislocation and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it is embedded and migrated into the wall of my uterus') and device dislocation ('it is embedded and migrated into the wall of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("it is embedded and migrated into the wall of my uterus"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: the doc told me "I need surgery". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - on an unknown date: it's not perforated but it is migrated and embedded so bad that they can't pull it out it will not budge. Concerning the injuries reported in this case, the following one/ones were reported from social media : embedded device, device dislocation and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.